Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the motor was connected to console an m4 error appeared. The motor was swapped. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m4 alarm was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to ppe. The motor underwent a resistance and an open connection was noted in one line in the cable when the motor cable was manipulated at the connector end bend relief. The motor underwent insulation testing and functioned as intended. The motor was connected to a centrimag mock loop and ran without any issues. The motor was forwarded to the service depot. The motor was evaluated and tested. The reported event was unable to be verified or duplicated. The motor was tested with a test console and flow probe. The motor was run for an extended period of time and no alarms occurred. Due to the open line in the motor cable during manipulation, the motor was scrapped. The root cause for the reported event was not able to be conclusively determined through this analysis; however, the damage to the motor cable may have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.